Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient had discomfort, pain and burning sensation at the right foot. No device malfunction was suspected. As per physician, it was unknown if the patients pain was device or procedure related. The patient underwent a lead reposition procedure and was doing well postoperatively.